Event description:
It was reported that restenosis, myocardial infarction, hypertension and stent obstruction occurred. The target lesion was located in the left anterior descending (lad). The patient presented with an anterior wall myocardial infarction requiring treatment. A 3.00 x 38 mm promus elite was deployed in the lad and optimized with optical coherence tomography (oct) guidance and a 3.50 mm non-compliant balloon. Dual antiplatelet therapy (dapt) was provided and treatment was completed. 3 months later, the patient experienced hypertension and a non-st-elevation myocardial infarction (nstemi). Angiography revealed 99% in-stent restenosis (isr) in the lad. The lesion was pre-dilated using a 3.50 x 10 mm scoring balloon and oct was suggestive of neoatherosclerosis with ruptured plaque in the proximal lad. The lesion was further dilated with a 4.00 x 15 mm non-complaint balloon at 16 atm and then treated with a 3.00 x 30 mm drug eluting balloon at 14 atm. Haziness was noted in the proximal lad isr segment with recoil. A 3.50 x 20 mm drug eluting stent was deployed at 12 atm and dilated with a stent balloon and 4.00 x 15 mm non-compliant balloon, both at 16 atm. Oct revealed a well expanded stent, with no malposition or edge dissection. The omm was also treated using a 3.00 x 15 mm non-compliant balloon at 18 atm and a 2.75 x 15 mm drug eluting balloon. A thrombolysis in myocardial infarction (timi) flow of 3 was noted in the lad and omm.